Manufacturer narrative:
MFR report: root cause identified: no. The specific root cause for this crack is undetermined. Conclusions: device history record for assemble process was reviewed and a nonconformance report originated during the mfg of this lot number. This ncr was due to the machine, in which the syringes are tested, had an expired calibration. This condition does not affect the product since it applied more pressure than 1300 psi, giving satisfactory results. This syringe was assembled with barrel cavity 7 lot numbers 307995, 309526 and 309527. It was found that a nonconformance report for lot number 309526 was reported indicating the molding machine was running out of the parameters established. There was also a nonconformance report for lot number 309527, in which it was found there were flashes on the injection point of the syringe. The syringe was measured at the crack place and it is according to specification. Corrective actions: a CAPA has been opened for operate molds out of parameters. This condition reported will be under investigation until root cause can be determined.

Event description:
Customer reports: syringe burst on first injection. Filled with contrast. Images shows a small split at the circumference at the top of the syringe. The syringe was in a pressure jacket sleeve which prevented any splatter of contrast.